Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy shortly after insertion in the ccl the catheter alarm fiber optic sensor failure was generated. After the alarm the arterial tracing disappeared. Troubleshooting resulted in transduction to get the catheter central lumen to obtain an arterial signal. The therapy continued without the fiber optic. There was no injury or harm to the patient.

Manufacturer narrative:
09/14/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was cut from the iab and not returned. Two kinks were found on the catheter tubing approximately 41.1cm and 76.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 61.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy shortly after insertion in the ccl the catheter alarm fiber optic sensor failure was generated. After the alarm the arterial tracing disappeared. Troubleshooting resulted in transduction to get the catheter central lumen to obtain an arterial signal. The therapy continued without the fiber optic. There was no injury or harm to the patient.